Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The noise was reproducible via isometrics. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and will continue to be monitored normally.